Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was implanted deep. The implant depth was 12 mm on the non-coronary cusp (ncc) and 12 mm on the left coronary cusp (lcc). Severe paravalvular leak (pvl) was reported as a result. The team elected to post dilate the valve using a 30 mm non-medtronic (zmed) balloon. A second transcatheter valve was attempted, however the delivery catheter system (dcs) of the second system was not able to advance past the frame of the deep valve. The team elected to leave the first valve. The second system was withdrawn from the body. The patient was monitored and was discharged in good condition. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.